Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. The patient has alleged baseline pulse ox was much lower than it used to be. The patient was a distance runner too. Now the patient get winded going up stairs. These symptoms started while the patient was using an external ionizing cleaning device, though symptoms persisted even after the external cleaning device was discontinued. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section b1, b2, h1 and h6 updated in this report.